Manufacturer narrative:
The sapien 3 ultra valve, commander delivery system and esheath were returned to edwards for evaluation. Visual inspection revealed the crimped valve exposed through the sheath. Three (3) struts were bent outward at the inflow. All struts were exposed through the skirt, which is normal after crimping and use. Multiple struts were bent outward at the outflow. Post-expansion of the valve, the valve was observed to be distorted/canted. One (1) strut remained bent outward at the inflow near c2. All struts remained exposed through the skirt, normal after crimping and used. The valve leaflets were wrinkled and dehydrated, likely due to storage condition (prolong crimping) during the return handling process. Review of the provided patient 3mensio revealed calcification and severe tortuosity present in the access vessels. The access vessels were also undersized. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the condition of the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, 'while attempting to advance valve/ds through esheath, safari wire was pulled out of ventricle, and unable to re cross. Md attempted to pull valve, ds and sheath out as one unit, and had difficulty doing so. When equipment was removed, there was tissue on sheath, one of the tynes on the valve frame appeared to be bent.' Additionally, the patient's access vessel had presence of calcification, severe tortuosity, and undersized access vessel. The present of calcification, tortuosity, and undersized vessel can create challenging pathway during delivery system advancement. It is possible that the valve strut caught and torn the sheath during the delivery insertion, and the subsequent push force and retrieval resulted in the bent strut at the inflow and outflow. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definitive root cause was unable to be determined, the available information suggests that patient factors (calcification/ tortuosity/ undersized access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified, a product risk assessment (pra) was previously initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Control limits are managed and assessed one a monthly review basis. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02272.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a transfemoral tavr procedure, while attempting to advance a 23 mm sapien 3 ultra valve and delivery system through the 14 fr esheath, the guidewire was pulled out of the ventricle and was unable to re-cross. Difficulties were encountered during the attempt to withdraw the valve, delivery system and sheath as a unit. When the devices were removed, vascular tissue was observed on the sheath. One of the valve frame struts appeared to be bent. The patient was stable at the time. Two (2) covered stents were deployed, which slowed down the bleeding. Open surgery was then performed to repair the left iliac. The patient was in stable condition following the vessel bypass surgery. A valve was not deployed at the time of the procedure. The plan was to bring the patient back at a later time for valve replacement. The patient expired on postoperative day (pod) 1. The cause of death was not provided. The minimum luminal diameter (mld) of the access vessel was not provided. Vessel calcification and tortuosity were reported.